Event description:
Reporter alleged blood glucose continued to measure 499 mg/dl when using several different bottles of the same test strips. Customer stated dosing extra 40 units of insulin as a result of the repeated high reading and would become shaky, however, she self treated with orange juice and feel better. It was stated customer went to the dr as a result and her meter read 499 mg/dl compared to the doctors' measurement of 219 mg/dl when testing was performed 1 minute apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.